Manufacturer narrative:
(B)(4). The actual complaint product is anticipated but has not yet been returned for evaluation. According to the device history records reviewed for the reported lot number m6069t503, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the second of five reports. Refer to 8030647-2016-00182 for the first patient. Refer to 8030647-2016-00192 for the third patient. Refer to 8030647-2016-00185 for the fourth patient. Refer to 8030647-2016-00186 for the fifth patient. It was reported by the distributor that, "the catheter broke away from the hub when it was pulled back." No additional information was provided.

Manufacturer narrative:
Additional information provided on the patient. The representative samples were received and evaluated. The unused product returned by the customer was evaluated to replicate the failure reported. For lot involved m6069t503 were challenged by pulling the tube/cone adapter assembly from the bushing. A total of two samples were evaluated from each lot and confirmed cone adapter separation from the bushing in one piece coming from lot m6069t503. Corrective actions are on going to address this failure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 11-oct-2016 that states, it was initially reported there were five incidents associated with this MDR; however, the customer gave clarification on this reported event. The customer reported that, there were two incidents that involved one patient. This is the second of two reports. Refer to 8030647-2016-00182 for the first report. No additional information was provided